Manufacturer narrative:
Additional product codes include kra catheter, continuous flush; dqe, catheter, oximeter, fiberoptic. Dqo, catheter, intravascular, diagnostic. There was no product evaluation as the device was not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use in a right heart catheterization the swan ganz catheter was having difficulty advancing through the right ventricle, but ultimately they were able to pass through for wedge and pulmonary arterial pressure measurements. Another physician then stepped in and performed angiograms eventually identifying an appropriate target vessel. They prepped and advanced the guidewire which was retracted and readvanced several times as they were unsure whether the wire was in the correct location. Physician 1 asked physician 2 whether they felt the wire was in the correct location, at which point physician 2 removed the wire and refloated the swan to repeat angiograms. A thrombus was then reportedly observed flapping near the end of the swan ganz (distal to the target vessel). Everything was removed and the case was aborted. Physician 1 mentioned that the thrombus may have been introduced via the swan ganz. The patient remained stable throughout the case and will remain inpatient for anticoagulation therapy. Cardiomems sensor/delivery system was opened and prepped but never introduced into the body. There was no patient injury. The device is not available for evaluation.